Manufacturer narrative:
Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality defect per se. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain). She had a hysterectomy to remove the device. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, lack of alternative explanation, and considering that the event started after essure insertion, a causal relationship with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality defect per se. Further information cannot be obtained due to lack of reporter contact information.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 25-feb-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She reported that after having essure inserted she experienced pain, migraines and weight gain. She then had a hysterectomy to remove the device. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain). She had a hysterectomy to remove the device. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, lack of alternative explanation, and considering that the event started after essure insertion, a causal relationship with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained due to lack of reporter contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.